Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was dislodged and a possible infection due to the pacemaker eroding through the skin. The patient underwent surgical intervention to remove the lead. A new lead was implanted. No additional adverse patient effects were reported.